Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to pain at the site. The doctor was able to place a new implant at the site.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified that the implant had signs of use/wear. Damage around the collar, possibly from the removal process. Implant matched prints, it was measured by using caliper cal1322 due aug 30, 2023. No malfunction was noticed during analysis that would contribute to the event. A pre-existing condition was not noted on the per form. Bone density was low density (type IV). The reported device was located on tooth # 35 (fdi) and was used for approximately 6 months. The customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1246820. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 150 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1246820 for similar events and no other complaint was identified. Nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (a) or product (b). Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable.